Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2021 ,8:50, rescued the patient, performed oral endotracheal intubation, prepared a new medical endotracheal intubation, followed the operating procedures, tested the cuff inflation system before intubation, and tested 3 medical endotracheal intubations in a row. All cuff were air leaking. Quickly replaced with other brand of tracheal intubation, the test was normal. In the process of rescuing the patient, the tracheal cuff was found to leak during the testing of the sleeve inflating system before intubation, and the tracheal intubation was continuously replaced, which delayed the rescue time.